Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported blurry vision and seeing halos around lights in the dark after having cataract surgery with an intraocular lens (iol) implant. Her optometrist told her that the lens was getting foggy and she should have a laser treatment for the lens.